Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable), and service code 107 (abnormal shutdowns)) has been confirmed. As received, the belt receptacle was pulled from the monitor case and was partially disconnected from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).